Event description:
It was reported that the vns patient¿s device showed high impedance (impedance value >= 10,000 ohms). The patient had recently experienced an increase in seizures but below pre-vns baseline levels. The neurologist and neurosurgeon attributed the increase in seizures to the suspected device malfunction. The patient underwent generator and lead replacement surgery on 07/30/2014 due to lead discontinuity. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury. Date of event; corrected data: additional information indicates that the event occurred at latest on (B)(6) 2014.

Event description:
Analysis of the returned generator and lead was completed. There were no performance or any other type of adverse conditions found with the pulse generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Review of the as-received internal device data showed that the last 25% change in the impedance value was on (B)(6) 2014. During the visual analysis of the returned lead portion, quadfilar coil 1 appeared to be broken approximately 28mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture was observed on two of the broken coil strands. Determination could not conclusively be made on the fracture mechanism. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. The slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings, there is evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the reported high impedance. Note that since the electrode array section was not returned for analysis, except for a portion of helical with green suture, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.